Manufacturer narrative:
The cast cutter was received at the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the cast cutter began sparking during a cast removal. The procedure was completed with another device. There was no user injury, medical intervention, or any adverse consequences reported.